Event description:
It was reported that 2 bd luer lok¿ syringe had clear fluid film on the inside of the barrel. The following information was provided by the initial reporter: two of these syringes had a clear fluid film on the inside of the barrel.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-sep-2022. H6: investigation summary: five samples received by our quality team for investigation. Upon visual evaluation, signs of excess silicone can be observed in the fluid path of the syringes. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Testing was performed on the samples, results verified amount of silicone was not within the required limits. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, possible root cause is due to failure in the silicone dosing nozzle and damage to the valve of the silicone injection system. Actions will be initiated to update maintenance plan for the silicone injection system.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd luer lok¿ syringe had clear fluid film on the inside of the barrel. The following information was provided by the initial reporter: two of these syringes had a clear fluid film on the inside of the barrel.